Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system is shutting down prior to surgery. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The power supply was replaced. The system was then tested and met all product specifications. The system was manufactured on november 6, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).